Manufacturer narrative:
Evaluation summary: the lens was returned inside an open non-company pouch on gauze like material. Solution was dried on the lens. The optic was torn/cut into three large portions, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause of the event of "over-correction, explanted due to double vision" cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, the patient experienced an over correction. The iol was exchanged with a different lens model. Additional information was provided indicating that the patient also experienced double vision. The patient is recovering.